Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient reported his mother found him unresponsive, his cgm was 93 mg/dl; however, his bg was 41 mg/dl. Emergency medical services (ems) was called and his bg per ems was 25 mg/dl. He was treated with glucose via intravenous (IV) therapy, transported to the emergency department and discharged 3 hours later. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.